Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. During case planning, because of a considerably short neck (the aneurysm started to form a gentle slope from the area below the renal artery), the physician thought over which device size should be used, and eventually chose a 28mm stent graft. Per the sizing worksheet, the proximal aortic diameter measured 20-23-30mm in diameter. It was reported that during the index procedure, the stent graft was implanted covering the left (lower) renal artery by approximately 1/3, and touch-up was performed using a coda balloon catheter. However, a type ia endoleak was observed from the greater curvature side. The physician replaced the balloon catheter with an equalizer, and touch-up was again performed, but the endoleak remained. The physician decided to monitor the patient¿s clinical course and completed the procedure. Per the physician, the cause of the event was related to the patient¿s anatomy as the endoleak developed most likely due to the longitudinal wrinkles on the proximal stent edge, where the device became oversized. The physician believes the endoleak will self-resolve. No additional clinical sequelae were reported and the patient is fine